Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported broken flush ported. The reported leak appears to be related to the reported dilator broken flush port. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the device preparation of a steerable guide catheter (sgc), it was noticed that the flush port of the dilator was longitudinally broken. It was decided to continue with prep, a 3-way stopcock was applied to the dilator flush port and air bubbles were observed when it was flushed with heparinized saline. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1+ post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the device preparation of a steerable guide catheter (sgc), it was noticed that the flush port of the dilator was longitudinally broken. It was decided to continue with prep, a 3-way stopcock was applied to the dilator flush port and air bubbles were observed when it was flushed with heparinized saline. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1+ post procedure. There were no adverse patient effects or clinically significant delay.